Event description:
The customer reported seven false positive results with the ID now covid-19 assay performed on multiple dates. This MFR. Report addresses patient two (2) of seven (7). The patient tested positive with the ID now covid-19 assay performed on (B)(6) 2022. On the same day, confirmation pcr testing generated a negative result. Nasopharyngeal sample was used for both the tests. The patient was reportedly asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion. Reference related MFR. Report numbers: 1221359-2022-05187 - 1221359-2022-05193.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m210999 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j / lot m210999 and test base part number 190-430 / lot m210999. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m210999 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference.